Manufacturer narrative:
One parapac plus was received for evaluation. Upon visual inspection, no damage was noted. It was noted that device passed all functional testing. Customer complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Additional information was received indicating that after checking the patient and equipment (smiths medical parapac plus), it was discovered that peep had dropped to 6. Adjustment of peep back to 10 caused the patient to stabilize.

Event description:
It was reported that the patient was connected to parapac plus for transfer to another hospital. The peep was set at 10, resp fr. 15, o2 100 %, tidal volume 700, but dropped to a value of 6 during the transport. There were no alarms triggered during the reduction. This reduction was believed to be spontaneous as none of the ambulance staff made any changes to the respirator. The patient experienced a saturation drop and poor ventilation. The ventilator was connected to a different syringe and the patient was eventually stabilized after the peep was restored to a value of 10. Upon arrival at the hospital, the ventilator was tested in the hospital's technical department. The staff from this department determined that the peep wheel was not too loose. The testers therefore did not attribute the drop directly to the actions of the ambulance staff.